Manufacturer narrative:
H6 updated. H7 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be use of incorrect machine model files with monaco. A plan created in a version prior to 6.0 can be calculated with couch angles other than zero. After monaco is upgraded to a version 6.0 or greater, and the plan is recalled, the couch angles will be incorrectly set to zero and cannot be edited to non-zero values. For the problem to occur, certain monaco treatment machine model files must have specific properties. It is possible to export a monaco plan with beam couch angles incorrectly set to zero, but the monaco dose distribution reflects a calculation performed with non-zero couch angles. The dose distribution in monaco will not reflect the dose delivered to the patient. Irradiated areas of the patient could be overdosed or underdosed. Elekta assessed the severity of risk to be serious. Based on the available information there has been no mistreatment. An important field safety notice (382-01-mon-021) was sent to one affected customer on (B)(6) 2021 (elekta reference #: (B)(4). It was ascertained that only one customer has incorrect machine model files with monaco 6.x). Monaco 6.x couch limit validation logic does not properly handle non-standard machine model files. The issue described above did not affect any customers devices in the united states of america and only affected one customer device worldwide.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that they cannot use non-coplanar arcs/beams with versa hd and/or agility.